Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during positioning, before the intervention, the mayfield modified skull clamp does not close correctly. There was no increased surgery time or patient injury.

Event description:
N/a.

Manufacturer narrative:
Failure analysis - the customer's statement was not confirmed as valid after evaluation the device. The lock mechanism can be easily and properly closed. It is not difficult to turn and meets the manufacturer's specifications. The unit must undergo a function test which will be performed using integra's test-torque-screw. Note that the customer has again sent in a non-integra torque screw which was already replaced during the last service and marked with 16m0092. The torque screw from the other company will be returned untested to the customer. To resolve the issue, the unit has been subjected to a successful functional check and it meets the manufacturer's specifications. Root cause - the complaint is not confirmed. The lock mechanism can be easily and properly closed. It is not difficult to turn and meets the manufacturer's specifications. The torque screw sent in was a non-integra product and will be returned to the customer untested. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.